Manufacturer narrative:
The service technician investigated the involved device: the specified error could not be adjusted after 3 weeks duration and stress test. Function check and cleaning performed according to current valid instruction function. Therefore the device was sent back to the customer. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). The device has not shown any blood flow during operation. The control of the device speed was still possible. The device has been replaced for safety reasons. The therapy could be continued. A patient did not come to harm.